Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2016-03183. It was reported the patient underwent the implant procedure on (B)(6) 2016. During the surgery, the doctor performed a laminectomy and attempted with two leads but could not get proper placement due to the patient's anatomy. As a result, the procedure was abandoned.